Event description:
It was reported that the cartridge was leaking insulin at the t:lock connector. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.